Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump was experiencing an intermittent power issue. There was reportedly moisture behind the display. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 1/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2016 with the following findings: unexplained power on resets observed in the black box. Pump returned with moisture behind display lens & corrosion in battery compartment. Battery compartment is cracked above & below the bumper pad. Returned battery cap has stripped threads and is unable to fully attach to the pump. Power on resets duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24 hr duration test; no power on resets were duplicated during this time. Leak test fails with battery compartment leak. Removed pump cover; evidence of moisture was observed on the pcb & internal components. No damage to the power circuit was found. Unrelated to the complaint, the display screen has a pinkish contrast.